Event description:
It was reported that the patient presented to the hospital remotely follow-up on (B)(6)2023. Upon examination of the lead, it was noted that the left ventricular (lv) lead had high pacing lead impedance. No programming changes were made to the lead. There were no adverse consequences to the patient.